Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.3, lab: 3.2. Patient has been testing for about 2 years and feels after trying several strip lots, she does not trust her meter performance. Patient's therapeutic range: 2.0-3.0 inr.